Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned. Data logs were reviewed, and placement signal was downtrending from the start till the end of the case. Several placements signal low, impella position unknown alarms and suction alarms were found with likely poor patient condition. The 5s parameters had no major impact during this failure. The root cause of the optical signal issue was most likely patient condition related per data log review and clinical review. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump exhibited placement signal issues but continued to provide adequate support. The device was successfully weaned and explanted, and no patient harm was reported.